Event description:
The customer¿s blood glucose before bed on (B)(6) 2012, was 118 mg/dl, but it was up to 316 mg/dl upon awaking on (B)(6) 2012. He reported that the cannula had dislodged from his skin while sleeping and that it seemed ¿a bit pushed in towards¿ the pod shell. He treated his hyperglycemia by removing the device, taking an injection of lantus in the morning and novolog injections during the day. At the time of his call his bg was 218 mg/dl and still decreasing.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No defect of the insertion mechanism or other product malfunction that would contribute to a failure of the cannula to insert or a restriction of insulin delivery was found. The customer reported that the cannula dislodged from the insertion site. This condition would interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed through lab testing. Qualification records were reviewed and the product met all acceptance criteria. The omnipod's user guide warns ¿check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery.¿ and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia), if you get results above 250 mg/dl, but do not have symptoms or continue to get results that fall above 250 mg/dl, follow treatment advice of your healthcare provider."